Manufacturer narrative:
The reported guide wire was received for analysis along with the oad utilized during the event. The returned guide wire was observed to have a detached spring tip and damaged core wire. Scanning electron microscopy was performed and found ductile shear dimples. The driveshaft tip bushing of the oad was also found to be deformed and exhibited evidence of radiopaque material, indicating that the tip of the oad had made contact with the guide wire spring tip. There was no other damage observed to the guide wire. The instructions for use for this device states "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip." At the conclusion of the device analysis investigation, the exact cause of the detachment could not be confirmed. The analysis of the oad is reported in 3004742232-2018-00356. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
Related MDR reference number - 3004742232-2018-00356. Upon analysis of the coronary viperwire guide wire, the spring tip was noted to be detached. The initial event involved the csi orbital atherectomy device stalling and becoming stuck during the procedure. Upon receipt, a stent was found to be wrapped around the crown of the orbital atherectomy device. It is unknown when the guide wire detachment occurred and it was reported to csi that the procedure was completed successfully. There was no evidence that any portion of the wire remained in the patient. The patient was in stable condition the day following the procedure and there have been no post-procedure patient complications reported.